Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the patient had a blood glucose between 250 and 500 mg/dl, with no ketones or symptoms. During troubleshooting, customer support found no potential causes and concluded this was an (inaccurate delivery) issue. Time and date were correct, and the basal and bolus histories were as expected. The bg excursion does not meet animas criteria for a reportable adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.